Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) post implant, prior to discharge from the hospital. It was noted that the patient had been walking around and then experienced a syncopal episode and fell. The patient was noted to be in complete heart block with an escape rate of 32 beats per minute (bpm). Outputs were increased to 5.0 volts and capture was obtained. A few minutes later the patient was being placed on a board to be moved into a bed, this lead again exhibited loc. Outputs were increased to maximum outputs. An x-ray was taken and noted that an area of the lead appeared to be thinner, however, the position was the same as at implant. Surgical intervention was undertaken. The lead was explanted and replaced. Visual observation noted damage to the lead body, which, was suspected to be the cause of the intermittent capture. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed coils 170 to 171 millimeters (mm) from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations, however, concluded that the deformed coils were likely related to the suture sleeve being too tight. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
This report is being filed to correct fields: b3: date of event and d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) post implant, prior to discharge from the hospital. It was noted that the patient had been walking around and then experienced a syncopal episode and fell. The patient was noted to be in complete heart block with an escape rate of 32 beats per minute (bpm). Outputs were increased to 5.0 volts and capture was obtained. A few minutes later the patient was being placed on a board to be moved into a bed, this lead again exhibited loc. Outputs were increased to maximum outputs. An x-ray was taken and noted that an area of the lead appeared to be thinner, however, the position was the same as at implant. Surgical intervention was undertaken. The lead was explanted and replaced. Visual observation noted damage to the lead body, which, was suspected to be the cause of the intermittent capture. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) post implant, prior to discharge from the hospital. It was noted that the patient had been walking around and then experienced a syncopal episode and fell. The patient was noted to be in complete heart block with an escape rate of 32 beats per minute (bpm). Outputs were increased to 5.0 volts and capture was obtained. A few minutes later the patient was being placed on a board to be moved into a bed, this lead again exhibited loc. Outputs were increased to maximum outputs. An x-ray was taken and noted that an area of the lead appeared to be thinner, however, the position was the same as at implant. Surgical intervention was undertaken. The lead was explanted and replaced. Visual observation noted damage to the lead body, which, was suspected to be the cause of the intermittent capture. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.